Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The available black box showed one power on reset related to a battery change with no unexplained power on reset events were observed. The battery cap was not returned. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. A test battery cap was able to attach to the pump. The pump powered up to the verify screen with auditory and vibratory features. The pump was exercised for 24 hours with the test battery cap successfully. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint of a power issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).